Event description:
Customer reported experiencing high blood glucose levels of as much as 529 mg/dl and levels as low as 40 mg/dl. No adverse event reported. Patient refers to inaccurate delivery of the insulin administrated by the pump. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.